Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The surgeon also described the patient as a difficult and complicated case. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). During the re-op, surgeon did not comment on the appearance of the staple line, that is looked in a anyway different than it should. Described as difficult, as the patient had previous surgery. Patient is female, age not disclosed.

Event description:
It was reported that during an open colectomy procedure, it is alleged that the instrument, when initially fired, had a very high force to fire. The sales rep noted that the reload was not inserted properly and instructed the surgeon to take apart the instrument and insert with a new reload and click it in place. When the surgeon went to fire with the new reload in place, the device did not have a problem. When the surgeon stapled the top of the bowel closed again, the force to fire was noted as being very high but the tissue also looked a lot thicker; a gold reload was used here. The device fired correctly on the bowel. The surgeon is a (B)(4) user and the outcome as reported post operatively: the patient had a leak a few days post op. The surgeon said he had also used a new mesh in the patient which could have pulled on the anastomosis, and put pressure on the staple line causing a leak.